Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was not reported. On (B)(6) 2018 the hcp was calling on behalf of a patient for physician listings. Per the hcp, the patient¿s pump just ran out today ((B)(6) 2018). The patient had just moved and did not have an hcp. The reporting hcp declined providing the patient¿s name or any other identifying information regarding the patient other than the patient¿s zip code which was needed for doing the physician listing search. No patient symptoms were reported. No further complications have been reported as a result of this event.